Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to bacterial infection. The patient was treated with unspecified medication for the event. It was not reported if the patient was hospitalized. Pd therapy was discontinued. At the time of this report, the patient outcome was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in oct 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.